Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer did not report that the infusion set tape does not fit properly in the insertion device. Customer did not report that the set release button is not releasing the infusion set. Customer did not report that the set is not inserting when pressing the two side buttons on the serter. The customer did not provide information about symptoms and treatment. The insulin pump will not be returned for analysis.